Manufacturer narrative:
H.6 investigation summary: material #: 367856. Lot/batch #: 2132083. Bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and ten (10) retention samples were evaluated by functional testing, and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the tubes underfilled. Patient information or impact has not been obtained. The following information was provided by the initial reporter, translated from spanish to english: during review process, it was visualized a huge amount of events where edta tubes had underfill volume.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the tubes underfilled. Patient information or impact has not been obtained. The following information was provided by the initial reporter, translated from spanish to english: during review process, it was visualized a huge amount of events where edta tubes had underfill volume.